Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode and the patient¿s post-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the instrument logs was conducted on 17-sept-2020. Sureform 60 pn: 480460-09 // ln: l90191210-0327 // sn: (B)(4) has 6 uses remaining of a maximum of 12 uses. A site history review shows no other complaint filed against the instrument. System error log review was conducted for a procedure on (B)(6) 2020 on system sk3279. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Image review of 2 procedure photos has been completed and the following was determined: these images are a bit blurry and harder to evaluate the quality of the staple line, but the segments of the staple line that can be seen look normal. No bleeding or irregularities in the stapled tissue or the surrounding tissue were observed. Based on the information provided at this time, this complaint is reportable due to the following: it was reported that after a da vinci-assisted sleeve gastrectomy procedure, there was post-operative bleeding along the sleeve staple line due to an alleged unspecified malfunction of a sureform 60 stapler instrument. As a result, the patient experienced an unspecified amount of bleeding. The surgeon confirmed that there is no an allegation of system, instrument, or accessory malfunction and that during the da vinci procedure, the case was normal intraoperatively and dry. There was a report of post-operative complication in that the patient¿s hemoglobin levels dropped more than a point low to the point of suspected post-operative bleeding. No transfusion or reoperation was necessary. The patient did not require subsequent hospitalization but did require additional days in the hospital. The hospital stay went from one day length of stay (los) to four days. The patient¿s current status is good. In the surgeon¿s medical opinion, the cause of the post-operative complication was attributed to lack of buttress material is effecting the hemostasis. Any amount of blood loss was unknown as the surgeon did not have to take back the patient. There is only a suspected staple line bleeding on the stomach based on the hemoglobin numbers. The drop in hemoglobin indicates blood in the abdomen and, therefore, there is allegation from the surgeon of a staple line bleed. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Due to lack of product information, UDI and mfg date were unavailable. The expiration date is not applicable. Because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, there was a post-operative bleed along the staple line sleeve due to a malfunction of a sureform 60 stapler instrument. The procedure was completed with no reported injury. On 16-sept-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was confirmed that after a da vinci-assisted sleeve gastrectomy procedure, there was a report of a post-operative bleed along the staple line of the sleeve. Approximately two weeks post procedure, the surgeon reported the post-operative bleed. At the time of the procedure, there was no report of stapler misfire (no fire), partial fire, or malformed staples. There were no system errors/messages generated at all. There were no instrument clamping issues. There were no instrument collisions. There were no obstructions. Buttress material was not in use. The instrument was removed, ¿like 5-6 times like always to reload the instrument¿ and the instrument wrists were straightened each time. There was never any system generated exclamation point on the led, there were no system tones or errors. Everything worked as expected. There was no tissue tension or tissue bunching visible. It was unknown if the patient had undergone any chemotherapy or radiation treatments. The tissue looked ¿normal.¿ blue reloads were being used because that is what the surgeon prefers for this type of procedure due to the thickness of the tissue being worked with. There were no intra-operative complications. There was no unexpected or additional bleeding. Clinical staff confirmed that only dry staple lines were observed throughout the procedure. There was no intra-operative medical intervention required. The instrument was inspected for damage prior to use and there was no visible damage observed. The instrument operated as expected throughout the procedure. The procedure completed robotically with use of the same stapler instrument and there was no reported injury. No video of the procedure is available but photographs are available and will be provided by email. The instrument and reload are not expected to be returned to isi for analysis. On 24-sept-2020, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon regarding the reported event: there is no an allegation of system, instrument, or accessory malfunction but the surgeon stated that this may potentially fit into a product improvement category for the instrument. The cause of the issue was attributed to the lack of buttress material is effecting the hemostasis. The case was normal intraoperatively and dry. There was a report of post-operative complication. The patient¿s hemoglobin levels dropped more than a point low to the point of suspected post-operative bleeding. The patient went from one day length of stay (los) to four days. The patient was monitored, but no transfusion or reoperation was necessary and the patient¿s current status is good. In the surgeon¿s medical opinion, the issue was caused by stapling without buttress material. Any amount of blood loss was unknown as the surgeon did not have to take back the patient. There is only a suspected staple line bleeding on the stomach based on the hemoglobin numbers. The drop in hemoglobin indicates blood in the abdomen and, therefore, there is allegation from the surgeon of a staple line bleed. It was confirmed that no blood transfusion was administered. The patient is currently under observation.